Event description:
It was reported the stimulator appeared to be falling out. Follow up reported that the patient's last appointment was (B)(6) 2012, and the device appeared to be eroding out of the patient's body. Follow up reported the device had been coming out of the skin and there was an open wound described as a decubitus ulcer. The patient was referred to hospice care at that time. That say day it was reported the patient passed away on (B)(6) 2012. They did not have cause of death. The nurse did not say if there were any underlying issues that led to the death. No further information was reported.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3093-28, lot# j0519553v, implanted: (B)(6) 2005, product type lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).